Manufacturer narrative:
Supply distribution supervisor. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of dirpivan was noted to be cracked at one of the connectors of the tubing and leaked while on a patient. There was no patient harm.

Event description:
The customer reported that an infusion of dirpivan was noted to be cracked at one of the connectors of the tubing and leaked while on a patient. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 8015;8100, therapy date unk. The customer¿s report that the tubing cracked and leaked was confirmed. Visual inspection of the set noted separation at the engagement between the silicon tubing segment and the upper fitment and observed evidence of a retainer ring indentation that does not look to be misaligned along the silicone tubing segment. Functional testing resulted in no leaking. Dimensional testing was performed and the tubing was measured to be within specification. The cause of the leak was the separation at the silicone tubing to upper fitment engagement. The root cause of the separation was not identified.